Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 25-39 mg/dl; cause was not known. Soda was consumed to address low bg. Contact declined to upload pump data for tandem technical support review. Recommendation was made for the customer to discuss the event with a healthcare provider.